Event description:
The customer reported being hospitalized due to high blood glucose over 400 mg/dl. The customer stated that she had been drinking and passed out. Customer did not remember anything, and she does not know how long was without the insulin pump. The customer called back and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.